Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined review of the bpr for each dialyzer lot number delivered to the facility three months prior to the complaint date did not reveal a probable cause for the compliant in addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process in addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A pt reported the machine was 'clogging' resulting in his blood being thrown away. The dialysis unit's 'acting' clinical mgr confirmed 2 events of the pt's blood clotting the extracorporeal circuit (bloodlines and/or dialyzer). She does not recall the date of the event being reported here. There were no allegations of malfunction against the dialyzer or the machine. The facility does not use fresenius bloodlines. The estimated blood loss from this event was 300ml. No medical intervention was required. The dialyzer was discarded. No lot number known.

Manufacturer narrative:
The plan investigation is in process. A supplemental medwatch will be submitted upon completion.